Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the marionettes using the packaged needle. While the needle tip was in the patient's face, as the injector started to inject, the syringe burst off and the entire contests of the filler landed on the patient's neck and chin while the needle had stayed in the patient's face. Patient was unharmed.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the marionettes using the packaged needle. While the needle tip was in the patient's face, as the injector started to inject, the syringe burst off and the entire contests of the filler landed on the patient's neck and chin while the needle had stayed in the patient's face. Patient was unharmed.

Manufacturer narrative:
Lab analysis of the device found 1 empty syringe of 1.0ml received without cap nor needle. No defect observed.